Manufacturer narrative:
The pump functioned properly during the functional check including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current tests were normal. However, moisture damage was noted on the electronic and motor assembly. No unexpected vibration or cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was accidentally worn in the swimming pool. The customer dried the insulin pump and inserted a new battery, but it was not working. The blood glucose reading was 132 mg/dl. The display went blank immediately after exposure. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.